Event description:
It was reported that pt had a l4-s1 fusion with posterior fixation instrument using of peek rod. No interbody device was used. It was reported that both s1 screws broke at the neck of the screw. No revision surgery is reported at this time.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.